Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead alerted for out of range impedance that had high and variable measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.